Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated carbon dioxide (co2) results obtained on a dimension exl with lm instrument. Hsc has reviewed the information provided. Quality control was in range, and no issues were noted with other patient samples indicating that the instrument ,and assays were performing acceptably. The instrument is fully operational. A potential product issue has not been identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on a patient's lipemic samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), and were questioned. Two of the three samples were reprocessed on the same instrument on the same date, and lower results were obtained and reported. Data was not provided for one of the co2 samples from the same patient, and the customer cannot confirm the correct result on the lipemic samples. There are no reports of patient intervention, or adverse health consequences due to the discordant, falsely elevated co2 results.